Manufacturer narrative:
This is a known issue that is occurring with synergy spine 1.7.

Event description:
An operating room staff member reported having issues with o-arm spins transferring to the stealth s7. The spin would not transfer and the stealth would lose communication. This happened on several occasions while testing the system, no patient present.